Manufacturer narrative:
1) the device was returned to the third-party service center for evaluation. During the evaluation, the device was visually inspected internally and externally, and no faults were found. No problem was found with the device and the unit was scrapped followed by the evaluation. 2) in the previous file the report was submitted for an initial which is updated to the final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has burning odor and hot plate overheats. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.